Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on. This had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of does not turn on was confirmed during product evaluation. The root cause was determined by service to be not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been returned unrepaired. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.